Event description:
Information was received from user facility via a manufacturer representative regarding a driver used for spinal therapy. It was reported that the device has broken. Noticed in pre op that once set was opened and placed on sterile field that driver tip had separated from driver. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis product ID:(B)(4). Lot # ct20k010 visual and optical inspection revealed the tip of the center shaft has broken at the weld where it meets the main portion of the shaft. There are no obvious signs of defect in the weld that could contribute to the break. This type of damage is consistent with torsional overload. Additional information: d9, g1, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.